Event description:
We received an allegation of questionable sodium electrode, potassium electrode, and ion-selective electrode (ise) indirect na-k-cl for gen.2 (chloride) results for 11 patients' samples tested on a cobas pro ise analytical unit. Sample 1: sodium: initial result: 164.5 mmol/l. 1st repeat result: 138.1 mmol/l. 2nd repeat result: 136.5 mmol/l. Potassium: initial result: 5.96 mmol/l. 1st repeat result: 4.31 mmol/l. 2nd repeat result: 4.32 mmol/l. Sample 2: sodium: initial result: 177.8 mmol/l. 1st repeat result: 147.3 mmol/l. 2nd repeat result: 143.5 mmol/l. Potassium: initial result: 6.77 mmol/l. 1st repeat result: 4.87 mmol/l. 2nd repeat result: 4.81 mmol/l. 3rd repeat result: 4.32 mmol/l. Sample 3: potassium: initial result: 6.75 mmol/l. Repeat result: 5.05 mmol/l. Sample 4, sample 5, sample 6, sample 7, sample 8, sample 9, sample 10, and sample 11 were tested on (B)(6) 2026: sample 4: potassium: initial result: 6.06 mmol/l. Repeat result: 4.70 mmol/l. Sample 5: sodium: initial result: 161.8 mmol/l. Repeat result: 142.3 mmol/l. Potassium: initial result: 6.03 mmol/l. Repeat result: 4.41 mmol/l. Sample 6: sodium: initial result: 172.6 mmol/l. 1st repeat result: 147.5 mmol/l. 2nd repeat result: 146.9 mmol/l. Potassium: initial result: 5.68 mmol/l. 1st repeat result: 4.01 mmol/l. 2nd repeat result: 4.02 mmol/l. Chloride: initial result: 122.4 mmol/l. Repeat result: 105.8 mmol/l. Sample 7: sodium: initial result: 162.1 mmol/l. 1st repeat result: 158.4 mmol/l. 2nd repeat result: 141.5 mmol/l. 3rd repeat result: 139 mmol/l (tested on an ise 9180 analyzer). Potassium: initial result: 5.90 mmol/l. 1st repeat result: 5.82 mmol/l. 2nd repeat result: 4.46 mmol/l. Chloride: initial result: 118.2 mmol/l. 1st repeat result: 121.5 mmol/l. 2nd repeat result: 103.8 mmol/l. Sample 8: sodium: initial result: 174.5 mmol/l. Repeat result: 139.6 mmol/l. Sample 9: sodium: initial result: 159.9 mmol/l. Repeat result: 140.7 mmol/l. Sample 10: sodium: initial result: 157.0 mmol/l. Repeat result: 141.2 mmol/l. Sample 11: sodium: initial result: 159.7 mmol/l. Repeat result: 141.1 mmol/l. Potassium: initial result: 6.44 mmol/l. Repeat result: 5.02 mmol/l.

Manufacturer narrative:
The sodium electrode lot number was gfc78 with an expiration date of 07-feb-2027. The potassium electrode lot number was gfb18 with an expiration date of 30-jan-2027. The ion-selective electrode (ise) indirect na-k-cl for gen.2 (chloride) lot number was gje58 with an expiration date of 19-dec-2026. The calibration failed multiple times with cal.e, ise.n, and istd.e alarms before it was acceptable. The qc was acceptable. The field service engineer (fse) performed some troubleshooting actions and found that the ise check result was high, and it was traced to poor vacuum nozzle performance, leaving residue in the vessel. He adjusted and cleaned the vacuum path, the sample probes, and the vessel and modified the waste drain tubing. The fse then replaced the ise sample probe and performed a wash rack. Calibration, qc, and sample measurements were performed with expected results. The investigation is ongoing.